Event description:
Operations performed: 1. U/s-guided bilateral cfa access. 2. Bilateral iliac artery pressure measurements. 3. Bilateral common iliac artery (cia) angioplasty. 4. Right cia stenting (7 x 59 vbx bes). 5. Left sfa recanalization. 6. Left sfa angioplasty and stenting (5 x 120 abbott supera stents x 2; overlapping in the sfa). 7. Attempted recanalization of rle sfa (unsuccessful). 8. Bilateral proglide perclose access closure (1 device per side). Implanted devices: 1.  Gore vbx 7 mm x 59 mm balloon expandable stent in the right cia. 2. Abbott supera 5 mm x 120 mm self-expandable stents x 2 in the left sfa. Description: bilateral femoral access performed to allow for aortic and iliac pressure measurements and treatment. Proceeded then with contralateral 7f sheath access, starting with treating the left leg first. Angioplasty of left sfa with 5 mm x 200 mm balloon and 6 x 80 mm balloons before placing 5 mm x 120 mm supera stents x 2 in the left sfa for left sfa occlusion. Moved to right side. Similar access with 7f sheath from the left side. Attempted to cross the r sfa cto, unsuccessful. Complications: tip of the 0.014 wire (0.5 cm long) remained in the patient's right sfa occlusion without concern for embolization or resulting arterial blockage. Otherwise, no complications.